Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015- 00172 / 00174). Requested but not returned by hospital.

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. All components were removed and replaced with a femoral component, tibial bearing and tibial tray cement spacer mold.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation and the device was sterilized by irradiation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015- 00172 / 00174).